Event description:
The patient received several shocks due to lead noise. High pacing lead impedance was observed. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported noise anomaly was confirmed in the laboratory. X-ray examination found a fracture of the proximal ring electrode coil adjacent to the end of the connector ring.